Manufacturer narrative:
(B)(4). Haptics looked incorrect. Device evaluated by manufacturer? No: the lens box was returned but there was no lens or vial in the box. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the lens back and trailing haptics looked incorrect. The lens was removed with no patient injury. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.